Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error unexpected restart. Customer's blood glucose level was 95 mg/dl. Customer reports they were able to clear the alarm and not able to complete rewind. It was also stated that the insulin pump was not working. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed self-test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test noted during testing. However, device alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board.